Event description:
It was reported that on (B)(6) 2022, a 6-4mm amplatzer duct occluder was chosen for implant. The device was sized in a pre-operative computerized tomography (CT) scan. During the procedure, the physician attempted to deploy the device, but the device did not fit and was too small. It was the physician's decision that a replacement device should be implanted instead, but the patient's condition worsened. The patient's pressure became unstable, and the patient developed hypotension. The procedure was then concluded before deploying a replacement device. The patient had a prolonged hospital stay due to the event. The physician reported that the event was due to patient's condition prior to procedure and not due to the device. The patient was reported as stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event occluder was small in size and did not fit the patient and hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.na.